Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient experienced pain, it was found that the right atrial (ra) lead perforated and was repositioned. No additional adverse patient effects were reported.